Event description:
Initial troponin t result of 0.237 ng/ml. Repeat of same sample twice recovered <0.010 ng/ml both times. The initial results were not reported. The field service rep was unable to determine cause. Performance check tests were performed and within spec. The user reports no further occurrences.